Event description:
There was an allegation of questionable lithium results for 1 patient sample on a cobas c 503 analytical unit. On (B)(6) 2025, the initial result was 2.04 mmol/l. The doctor questioned the initial result which prompted the customer to repeat the patient sample. On (B)(6) 2025, the repeat result was 0.212 mmol/l.

Manufacturer narrative:
The reagent information was not provided. The investigation is ongoing.

Manufacturer narrative:
The reagent lot number is 839646. The investigation did not identify a product problem. The root cause of the event could not be determined.